Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of a break in aseptic technique and peritonitis in a (B)(6) female patient, coincident with dianeal therapy. On (B)(6) 2009, the patient began dianeal therapy intraperitoneally (ip) for chronic glomerulonephritis. Dianeal therapy was ongoing. On an unreported date, the patient made a break in aseptic technique. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized. On an unreported date, the patient began treatment with an unspecified antibiotic. On (B)(6) 2012, the patient was discharged from the hospital. The nurse stated the event was most likely due to an infectious etiology and a break in aseptic technique during the peritoneal dialysis procedure. The hp was reported recovered.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.